Event description:
It was reported that right hip revision surgery was performed.

Event description:
It was reported that right hip revision surgery was performed due to progressive hip pain, elevated metal ion level, abundant brown-tinged metal-stained fluid and large bursa.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head and modular sleeve were removed. The r3 shell and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Chromium and cobalt levels were reported as 8.9 and 7.5 respectively, the abundant brown tinged metal stained fluid as well as a large bursa sac surrounding the tissues that had metal staining are consistent with findings associated with metallosis. However without the supporting lab/pathology results, imaging and/or the analysis of the explanted components the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: age or date of birth, event, relevant tests/laboratory data, brand name,concomitant medical products and device manufacture date.